Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass reversal procedure. The patient had previously undergone a roux-en-y gastric bypass procedure. The suturing device was being used during the anastomosis closing. The needle fell into the cavity of the patient and was retrieved with laparoscopic grasper. In order to resolve the issue and complete the case, opened another suturing device. There was no patient harm. The patient outcome is alive, no injury.